Manufacturer narrative:
(B)(4). The device is not available to baxter for evaluation. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). This device was not received by baxter for evaluation therefore the reported condition could not be confirmed or reproduced. No root cause could be determined. Since the device was not sent in for servicing no repairs were made to resolve the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility representative reported a pca ii pump with a condition of "overinfusion of morphine", approximately 10 min. After therapy it was noticed that the syringe was empty. The patient had removed the IV line from their body, they felt the syringe was infusing too quickly. This condition occurred during patient use. There was patient involvement but no patient injury or medical intervention. No additional information is available.